Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia after an early supply change, with a peak blood glucose of 247 mg/dl that trended down to 203 mg/dl and subsequently returned to range per the system report; no alerts or alarms were reported, and the user was two weeks into pump use and feeling overwhelmed. Symptoms included elevated blood glucose. Outcomes included transient hyperglycemia without hospitalization or injury. Investigation included customer service troubleshooting, education on use, and follow-up monitoring, with a plan to provide a teflon infusion set sample at the user¿s request. Investigation of this case revealed no device alarms or malfunctions and no confirmed device component failure, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.